Event description:
Rptr feels that this device is a hazard to both operating and svc techs, and pts. 1) nonisolated output in excess of 200 volts ac ground ref. 2) device has no warning tags, calling attention to the high voltage connector. 3) possibility of a pt coming in contact with this voltage potential; note similarity between pt cable 6 pin plug and female 7 pin bsm connector. (*)